Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause and outcome of the recurrent peritonitis were not reported. On an unreported date, the patient began treatment for the recurrent peritonitis with intraperitoneal vancomycin, 3 grams (frequency and duration not reported) and unspecified oral antibiotics (no further information). It was reported that the antibiotic treatment was administered via a homechoice claria (no further detail). No further detail was provided regarding whether the patient was hospitalized for the event. Extraneal therapy was ongoing. No additional information is available.